Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument and performed failure analysis evaluation. The harmonic ace instrument was analyzed and found to have the curved blade broken at the midpoint. A piece approximately 0.260" x 0.056" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
It was reported that during a da vinci-assisted thyroidectomy procedure, the customer observed that the tip of the harmonic ace instrument was broken off. A fragment fell inside the patient and was retrieved during the same procedure. The instrument was removed and replaced with a backup. The user continued and completed the procedure robotically without further issues.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the nurse reporter and obtained the following additional information: the fragment did not fall into the patient. The blade was broken before the procedure. Therefore, there was no additional surgical procedure required to remove a fragment and there was no injury to the patient. The patient did not return to the hospital due to experiencing any post-surgical complication related to retaining a foreign object. The surgeon did not notice any issues was the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure the fragment did not fall he said the patient during an instrument tip collision. The instrument was inspected prior to use. There are no photographic images of the device or a video recording public procedure available for isi review. The customer demographics are not possible to disclose. Information related to any relevant tests, results, or patient¿s history, including preexisting medical conditions not available.